Event description:
It was reported that the patient stated that this inflatable penile prosthesis was too short. The physician suspected that, over time, the patient stretched his tissue and now the implant was too short. A surgical procedure was performed, during which the existing device was removed and a new ipp was implanted. There were no patient complications.